Event description:
It was reported that part of the pump touch screen was black. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.